Event description:
I have an implant called essure that are implanted in my fallopian tubes and one of the coils migrated out of body and now I am pregnant with a baby. I have gained a lot of weight, I have gone from a size 4 to size 10. My pregnancies in the past have never had any problem before and this current pregnancy has a low testosterone count and now I have to try to raise those numbers up.